Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2010. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. It was reported that the patient presented to the emergency room four days post procedure and then (ER) three other times post catheterization due to pain and tenderness at the groin. An ultrasound confirmed negative for hematoma. The groin site was also cultured for infection and was found to be negative. On the 4th visit to the ER, the patient was sent to surgery to extract what was assessed by the surgeon to be sealant. There is no report of further clinical sequela. No further information was provided.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 28.8 mmol/l and 3.1 mmol/l; 17.2 mmol/l and 5.2 mmol/l. The comparisons were performed on different dates. Low blood glucose symptoms were reported with these results; customer did not require medical intervention. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).